Event description:
It was reported that the system controller was displaying low voltage alarms when immediately disconnected from a power source. The system controller was also not displaying both green arrows on the top face of the controller. Upon initial interrogation six low voltage alarms were seen as well as the pump parameters on the system controller. There was flow displayed on the system controller, and the ventricular assist device tones could be heard. An external driveline repair was performed on 02sep2025 with no issues. There were no alarms prior or post repair, and the system controller was successfully exchanged during the procedure.

Manufacturer narrative:
Section d9- percutaneous lead returned only no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the replaced portion of the driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the reported superficial driveline damage. A distal end driveline repair was performed by an abbott technical services representative on 02sep2025. Approximately 19.0¿ of the external portion/distal end of the driveline was returned for evaluation. The driveline was noted to have superficial damage throughout that was wrapped with several layers of tape. The pins of the controller connector appeared unremarkable. The driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Following careful removal of all layers, microscopic examination of the underlying wires revealed no damage to the wire insulation. The wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Incidental findings: separation of the distal end bend relief from the controller connector was noted. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.